Manufacturer narrative:
Device evaluation: the explanted device was returned assembled. The sealed inflow conduit, outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a thin thrombus ring adhered to the inlet bearing cup. The ring appeared to be in the early stages of laminated layering, indicating that it developed acutely over an undetermined period of time while the pump was operating. A flat, non-laminated thrombus formation was present on the body of the rotor. The deposition was not adhered to the rotor, but areas of the deposition were hard and denatured, indicating that it was present while the pump was operating. The specific origins of the depositions could not be conclusively determined. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not develop at this location, and the lack of denaturation and circumferential contact marks on the outlet bearing cup indicate that it was not present for an extended amount of time. The specific origins and a duration of time for which it was present in the pump could not be conclusively determined. The observed thrombus formations could have contributed to the reported elevated lactate dehydrogenase level; however, a direct correlation between these findings and the reported hemorrhagic stroke could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient had been found down at home with altered mental status. The patient exhibited a facial droop, left-sided weakness and left-sided neglect. The patient was reportedly responding to his name but not following commands. The patient was admitted for intracranial bleed which required deferred anticoagulation. A computed tomography showed a 7.2 x 5.7 cm right frontal lobe hematoma with multiple satellite hemorrhages and surrounding vasogenic edema with leftward midline shift of 9-16 mm, subfalcine herniation, possible uncal herniation, and developing obstructive hydrocephalus. The patient became progressively obtunded and was intubated. The bleeding stabilized. At baseline on admission lactate dehydrogenase (ldh) was in the 200 u/l range and powers were mid to high 4s. Approximately 5 days later, the ldh was in the 500 u/l range, but power remained in the mid 4¿s. On (B)(6) 2016, heparin resumed but on high bleed protocol, ldhs in 300 u/l range. On (B)(6) 2016, warfarin resumed and heparin ptt goal increased to 60-80s, powers mid 4s, ldh remained in the 300 u/l range. Between (B)(6) 2016, lvad power readings and ldh steadily increased and on (B)(6) 2016 ldh was at 1636 u/l and power in the 10 range. The patient received a pump exchange on (B)(6) 2016 for suspected lvad thrombus. The patient is now in a skilled nursing facility for further recovery.